Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the covering on the second sterile barrier was not fixed to the container. The product was implanted.